Event description:
International affiliate reports the patient experienced severe trauma and multi-organ injuries as a result of a traffic accident. The patient underwent posterior stabilization spinal surgery. Approximately four months following that surgery, x-rays revealed that the implanted screw had broken and a second implanted screw was bending. The devices remain implanted at this time. The identities of the broken/bent screws are unk other than one screw is depuy spine catalog# 175505000 and the other screw is depuy spine catalog# 175506000. This report is for screw#1. See mfg report# 1526439-2007-00033 for the second screw involved in this event.

Manufacturer narrative:
The device is not available for evaluation. The affiliate is unable to identify the device lot number, but has provided a list of several lot numbers purchased by the customer. Reviews of the device history records for the purchased items found the lots met specification requirements when released to stock. No conclusions can be made at this time as to the cause of screw breakage/bending. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.